Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The instrument´s locking mechanism cannot be opened, it is stuck.

Event description:
Additional information received states that the procedure was successfully completed and no fragments were generated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument´s locking mechanism cannot be opened, it is stuck. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the overall sigma hp system handle with signs of normal usage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The functional test performed revealed a difficulty while locking and unlocking the lever on the locking mechanism. Galling is suspected to have internally occurred between the lever pins and the lever component causing the internal metal components to begin to seize. Potential cause for this condition can be traced to improper maintenance, as device should be lubricated with a water soluble lubricant after each use, as labeled on the distal portion of device and stated on the cleaning instructions of the IFU-0902-00-721 document. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the sigma hp system handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4). Date of manufacture: 8/21/2019. Any anomalies or deviations identified in DHR: no. Expiry date: n/a. IFU reference: IFU nonsterile inst rev j. Device history review: quantity manufactured: (B)(4). Date of manufacture: 8/21/2019. Any anomalies or deviations identified in DHR: no. Expiry date: n/a. IFU reference: IFU nonsterile inst rev j.